Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2009. According to the complainant, when the balloon was inflated to 7 atm, the balloon burst. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".